Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. Summary of investigation findings: the following allegations have been investigated: vena cava perforation, migration, tilt. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Cook wil continue to monitor for similar events.

Event description:
Description of event according to short form complaint filed and additional information received: patient allegedly received an implant on (B)(6) 2012 due to deep vein thrombosis, pulmonary embolism. Patient is alleging migration, tilt, vena cava perforation.